Event description:
When the harmonic ace was attached to the cord and the machine, it would register but not cauterize. Our biomedical technician ran tests on the machine but the results came back to this device.